Manufacturer narrative:
Updated data: a1 a2 a4 b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, no misload was identified during loading. During implant the valve was recaptured once to reposition more aortic as it was out of the basal plane. Per the physician the patient did not have any anatomical features that contributed to the valve infold.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evprop34 (lot: 0012920048); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, during recapture, an infold was observed. Subsequently, a new valve, new delivery catheter system (dcs), and new compression loading system (cls) were used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: a complete set of intraprocedural fluoroscopic cine images were reviewed in relation to the event. The patient¿s executive summary was unavailable, limiting the ability to conduct a thorough anatomical assessment. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation attempt. The valve was deployed just prior to the point of no recapture at a very shallow depth, approximately 0 millimeter (mm) on the non-coronary cusp prompting a recapture. The valve was then recaptured and during the subsequent deployment attempt, an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence showed that the infolded valve was not implanted. A new valve was loaded, and fluoroscopic inspection revealed a misload identified by crown overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. There is no documentation of any misloads with this event therefore it is suspected that the same valve was reloaded onto the same delivery catheter system which was then confirmed a good load in the following fluoroscopic image. Another pre balloon aortic valvuloplasty was performed prior to the new valve implantation. The new valve was subsequently deployed at a depth of 6-7mm and no infolding. Post implant angiogram revealed signs of at least mild aortic regurgitation/paravalvular leak. There is evidence of minor contrast extravasation at the level of the sinotubular junction suggesting aortic root damage that can only be seen at the time of the new valve implantation. No patient complications were reported in relation to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.